Event description:
This is a spontaneous report received from a dentist on (B)(6) 2022 regarding two patients (age and gender unknown) who experienced an adverse reaction to prevident 5% sodium fluoride varnish. There was no relevant medical history provided. On an unspecified date, prevident 5% sodium fluoride varnish was applied at an unspecified dose and frequency. Dentist reported the "patients (peds)" had an unspecified adverse reaction after use of prevident 5% sodium fluoride varnish. It was reported unspecified medical attention was sought. Action taken with prevident 5% sodium fluoride varnish was unknown. At the time of this report outcome of the event was unknown. Additional information was received from a dentist regarding a male child (age reported as (B)(6)) on 21jan2022 and the case was upgraded to serious. Patient weight was provided as (B)(6) lbs. It was reported the child had no relevant medical history. On (B)(6) 2022, prevident 5% sodium fluoride varnish grape flavor (lot# 11740 bl2mk) was applied on the top and bottom of the teeth (amount unknown). Patient experienced swelling of the lips after application. Emt was called and the child was taken to emergency. It was reported the child received an unspecified anesthesia via IV on (B)(6) 2022 and was observed overnight then released. Action taken with prevident 5% sodium fluoride varnish was discontinued on (B)(6) 2022. At the time of this report, child had recovered from the event.